Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation in the heart wall. Rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation in the heart wall. Rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.